Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged several times. After multiple placement attempts, the helix of the rv lead could no longer be successfully deployed due to multiple placement attempts and tissue entanglement. The lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.